Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins). It was reported that there were abnormal impedances. The physician reached out to the rep to inquire if the 8840 could read therapy impedances over 10,000. They reviewed it didn't think it was possible over 4,000. Caller believed she heard from engineering that a patient could get therapy benefit with impedances over 10,000. Caller indicated some pairs and therapy were unreadable on the tablet. Could not troubleshoot due to lack of access to product. No symptoms were reported. No further complications were reported or anticipated.